Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed non sustained right ventricular oversensing event due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no changes or intervention was reported. There were no patient consequences.